Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02287, related manufacturer reference number: 1627487-2021-02290, related manufacturer reference number: 1627487-2021-02291, related manufacturer reference number: 1627487-2021-02292. It was reported that the patient¿s implanted devices were all very close to the surface. As such, the patient experienced discomfort and pain at the implant sites. Hence, the patient stopped using and charging their device. As a result, the ipg became inoperable. In turn, the entire system was explanted on (B)(6) 2021 due to address the issues regarding discomfort and ipg inoperable.